Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-62-user had poor technique. Test strip UDI# (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Unable to send product notification letter as no address on file.

Event description:
Consumer reported complaint for meter not going to test mode accompanied by symptoms. Customer inserts the test strip into the meter and once the blood is absorbed it does not go into test mode. Customer was using correct testing technique. At the time of the call, the customer reported symptoms of fatigue and nausea. Customer stated he would contact his doctor. During the call on (B)(6) 2018, a blood test was performed by the customer non-fasting and produced test result of 115 mg/dl using truemetrix air meter. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 05/31/2019 and open vial date was undisclosed.